Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient was taken to the electrophysiology lab to address the dislodgement of an atrial lead. The patient was experiencing spasms in the back as the device was pacing. The physician was able to reposition the lead successfully. The patient was stable post procedure and was discharged.